Event description:
It was reported that a patient underwent an unknown surgical procedure. At an unknown time post-op, it was noted that the rod was broken at l5-s1. It is unknown if a revision was performed. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Single ap x-ray shows fracture at level between l5/s1. Due to increased cantilever loading across l5/s1, failure of instrumentation is more likely here. The lack of anterior column suggests (no interbody fusion) nor evidence of solid arthrodesis also contributes to the eventual implant failure. Recommend interbody support in l5/s1 and up sizing screws/rods across lumbosacral spine.